Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received reporting the event of endophthalmitis has been resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of exposure and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). The safety and effectiveness of this device in neovascular, congenital and infantile glaucoma has not been established. To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided.

Event description:
Healthcare professional reported distal end of xen®45 gts perforated conjunctiva at 11'oclock in the left eye. Corrected operatively, but after 2 weeks, xen®45 gts exposed again. The device was explanted and anterior chamber was rinsed. Patient developed endophthalmitis after device explant. Patient was treated with 23 g vitrectomy with intravitreal administration of drugs (vancomycin, ceftazidim, dexamethasone) on (B)(6) 2018; intravitreal administration of drugs (vancomycin, dexamethasone) on (B)(6) 2018; and intravitreal administration of drugs (vancomycin, dexamethasone), plus systemic antibiosis with vancomycin, ceftazidim, later change from ceftazidim to imipenem after antibiogram plus systemic steroids on (B)(6) 2018. Healthcare professional reported rekindling of endophthalmitis on (B)(6) 2018. Patient continued to be treated with intravitreal administration of drugs (vancomycin, dexamethasone), plus systemic antibiosis with vancomycin, ceftazidim, later change from ceftazidim to imipenem after antibiogram plus systemic steroids.